Event description:
One revision for humeral loosening.

Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device. Young, a.a., walch, g., et al. (2012). Secondary rotator cuff dysfunction following total shoulder arthroplasty for primary glenohumeral osteoarthritis: results of a multicenter study with more than five years of follow-up. Journal of bone and joint surgery series a 94 (8), journal articles pages 685-693.